Event description:
It was reported that a no disposable clamp tubing alarm occurred. Upon restart, pump alarms no disposable pump won't run occurred. Settings were reviewed, pump turned off and tubing clamped. Cassette was removed and tubing was assessed for air an kings. Air bubbles were present in the line. Cassette was tapped on a hard surface and reattached. Pump turned on and restarted. This process was repeated two times. Display read run at the end of the call. No patient injury was reported.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.